Event description:
The customer stated that her blood glucose was tested while at her doctor's office. The lab test gave a reading of 118 mg/dl. The customer retested using her contour meter and received a reading of 367 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.